Manufacturer narrative:
(B)(4). A new code has been requested for this symptom.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the initial call recording which the medical surveillance specialist listened back to. The patient reported that the alleged product issue first occurred at 9am on (B)(6) 2017. The patient manages their diabetes with an unspecified dosage of metformin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at 12pm the same day they developed symptoms of ¿blurred vision and dry mouth¿; symptoms which the patient associated with hyperglycemia. The patient did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the customer care advocate walked through the correct testing procedure with the patient and the issue was resolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to measure their blood glucose on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.